Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset after football training. It was noticed after reconnecting the tubing and bolusing. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.